Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that transmitter failed error occurred. The patient initially reported that they were receiving inaccurate values and that the sensor was not working correctly that caused the patient to be hospitalized. It was unclear of what malfunction occurred with the device. The patient¿s parent was contacted on (B)(6) 2021. The patient¿s parent stated the patient received a transmitter error message which contributed to the patient being hospitalized for diabetic ketoacidosis (dka). The parent confirmed the patient was non-compliant with finger stick blood glucose (bg) testing. The specific transmitter error message, the event details, and cgm/bg values were not provided. The patient was transported to the hospital by paramedics, admitted on (B)(6) 2021 for dka and pain associated with gastroparesis, treated with IV fluids and unspecified medications, and released (B)(6) 2021. At the time of report, the patient had recovered from the event. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR and follow up 1 report, a correction is required.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).